Event description:
Customer reported having low blood glucose on (B)(6) 2024. Customer alleged the blood glucose dropped low due to sensor misreading. Sensor was reading 200mg/dl while the blood glucose was 43mg/dl. Customer went to the emergency room to treat the low on november 10th going into the 11th. The hospital gave him food to raise the blood glucose. Troubleshooting was done for the sensor. Further troubleshooting for the low was declined by customer. Pump was used at the time of the low per carelink. Smartguard was used per carelink personal. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Following our receipt of the four returned news/unopened sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.